Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that the pse45a device was received in good visual condition and with an ecr45g cartridge loaded on the device. The cartridge was noted to be fully fired and with the pan properly assembled. In addition the cartridge deck was found damaged where the firing stopped. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers, retention tabs and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracic wedge resection procedure the surgeon fired the device for the 4th or 5th firing the firing stopped ¾ through the firing. The surgeon used the knife reverse button and it retracted to remove the device. The surgeon observed the staple line and it appeared the pan had separated and crushed the reload during firing. There were staple lines and forceps present at the firing site. They were using a green reload through all the firings. There were no noises reported during the firing at this time. They were removing a large tumor for this part of the procedure when this occurred. No bleeding was reported as they used another like device to complete the procedure.